Event description:
It was reported to philips that the device's battery needed replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that a battery verification was requested. The battery was expired and therefore the customer ordered a replacement battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on information available and the testing conducted, the cause of the reported problem was an expired battery. The reported problem was confirmed. The customer ordered a battery to resolve the issue. It has been concluded that no further action is required at this time.